Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis the olympus repair technician reported that foreign objects were found in the nozzle, connecting tube, and universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, foreign objects were found in the nozzle, connecting tube, and universal cord due to cause could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.